Manufacturer narrative:
Concomitant medical products: product ID: 7482, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, product type: lead. The manufacturing site ID was previously reported as (B)(4).

Event description:
Approximately a month after the previous report, it was reported that the skin erosion was severe and it was at the bottom of the device. One cm of the device was reportedly visible. During the surgical revision on (B)(6) 2014, both leads were exposed and re-tunneled from the left to the right side. The previous extensions and implantable neurostimulator (ins) on the left side were explanted and replaced with two new extensions and a new ins in the right abdomen. Consultation with the patient's physician on (B)(6) 2014 indicated that the skin healing was "clean" but was "still in process". It was too early to provide a definitive opinion about "cicatrization". There was no complaint about the therapy efficacy. It was stated that there was no interruption of therapy during all the events. Efficacy was going to be assessed by the neurologist in the near future.

Event description:
It was reported that there was skin erosion at the pectoral device site. According to the physician the issue was due to the shape of the device and its square corners. It was also due to the volume of the global implant with the implantable neurostimulator (ins) and adaptor. Repositioning to the abdomen was scheduled on the week of (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. (B)(4).